Event description:
On 27apr2026, a patient)pt) in (B)(6) called to report experiencing discomfort in the left eye (os) while wearing an acuvue oasys® 1 day with hydraluxe¿ technology brand contact lens (cl) and felt eye pain when removing in (B)(6) 2026, "approximately 3 weeks ago," (exact date not provided). The pt reported a "spot" remains in the eye. The pt sought medical treatment and was diagnosed with an "infection." The pt was prescribed two types of eye drops (details unknown), was instructed to discontinue cl wear "until resolved," and was instructed to return for follow-up in 2 days. At follow-up, the "infection" had not resolved. Cl wear was to remain discontinued until resolution, the pt was advised to continue use of the eye drops previously prescribed and to return for follow-up in one week. At the pt's third visit, the "infection" had not resolved, the pt was instructed to continue refraining from cl wear and continue previously prescribed eye drops, and follow-up in 1 week. At the fourth visit, the "infection" had not resolved, the pt was to continue not wearing cls, continue eye drops, and return for follow-up in 1 week. The pt reported still having symptoms in the eye and currently uses glasses. On 07may2026, the pt was called and reported "there is a whitish spot on the black part of the eye." The pt has not visited an ophthalmologist since (B)(6) 2026 and no future appointment has been scheduled. On 25may2026, the pt provided additional information. The pt visited a medical institution in (B)(6) 2026 (exact date not provided), was diagnosed with "no problem," was released to resume cl wear, provided no additional treatment (pt reported continuing to use the eye drops previously prescribed), and was instructed to follow-up in one month. On 17jun2026, medical documents were received. Visit dated (B)(6) 2026 chief complaint: left eye pain in the upper part of the left eye and foreign body sensation diagnosis: corneal infection infectious: yes culture: not performed affected part: left eye size: 0.3 mm; approximately midway between the superior corneal margin and the pupillary area findings: slight infiltration impact on visual acuity: none corrected va: left 1.2 uncorrected va: left 0.08 treatment: two types of eye drops (bestron 6 times/day, levofloxacin 1.5% 6 times/day) instructions to discontinue lens wear: yes (if yes, number of days instructed; advised that duration would be determined depending on progress) instruction for revisit: yes (next day). Visit dated 10apr2026 findings: no significant change from findings on 09apr2026 visual acuity: not measured treatment: continued the same eye drops as prescribed on (B)(6) 2026 instructions to discontinue lens wear: yes instruction for revisit: yes. Visit dated 13apr2026 outcome: improving findings: infiltration visual acuity: not measured treatment: same as previous instructions to discontinue lens wear: yes instruction for revisit: yes. Visit dated 17apr2026 findings: infiltration resolved visual acuity: not measured treatment: reduced bestron and levofloxacin to 4 times/day instructions to discontinue lens wear: yes instruction for revisit: yes. Visit dated 08may2026 findings: slight opacity remained but resolution completed visual acuity: not measured treatment: contact lens use permitted; eye drops tapered and discontinued instructions to discontinue lens wear: no instruction for revisit: yes (1 month later). Visit dated 04jun2026 name of adverse event: left corneal infection seriousness: non-serious (rationale: visual acuity is good and symptoms are limited to foreign body sensation) causal relationship with cl: cannot be ruled out (rationale: no other "ep" to infection was identified) findings at initial visit: the affected area and size are indicated by a small circle slightly upper-right of the central cornea in the illustration of the left eye. Slight infiltration of approximately 0.3 mm was noted. Outcome: improved. On 18jun2026, the medical institution was called and confirmed the pt has not returned since 08may2026. No additional information has been received. No additional information is expected. This event was determined to be serious adverse event on 17jun2026 when medical documents confirmed the pt provided a diagnosis of corneal infection and opacity. The date of the pt¿s event is being reported as 01apr2026 as the exact event date is unknown. A comprehensive review of the manufacturing records for lot number 6350020108 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The os suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.